Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 416 mg/dl. The customer also reported the insulin pump had blank display. Customer declined to troubleshoot for high readings. Troubleshooting was performed for the blank display. Advised customer to call back if new battery resolves the issue. The product was not returned for analysis.